Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was cracked. Patient reported that the cartridge cap was undamaged but it was unable to secure onto the pump. Patient stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the cartridge compartment was confirmed to be cracked. A portion of the casing at the opening of the cartridge compartment was also broken off. The returned cartridge cap secured properly to the pump. No evidence of moisture ingress was observed in the cartridge compartment. The battery compartment was also found to be cracked. The returned battery cap secured properly to the pump. A power loss was not observed. No evidence of moisture ingress was visible in the battery compartment. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.